Manufacturer narrative:
The initial reporter was a or staff. The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: getinge became aware of an issue with one of surgical lights - powerled 300. It was stated and confirmed with photographic evidence that the light had some cracks visible on top and bottom covers and the particles were missing. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: getinge became aware of an issue with one of surgical lights - powerled 300. It was stated and confirmed with photographic evidence that the headlight had visible cracks on the top cover with missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Getinge became aware of an issue with one of surgical lights - powerled 300. It was stated and confirmed with photographic evidence that the headlight had visible cracks on the top cover with missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if claimed devices were or were not being used for patient treatment or diagnosis when the event took place. All maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Disinfection products test: maquet sas described how to perform the material resistance test, the following disinfection products are tested: surfa'safe, isopropyl alcohol, incidin pro, virkon. The aim of these tests is to detect any incompatibility with disinfectant. The involved zone was probably exposed and the edges damaged corresponds to a retention zone. These facts indicate that cleaning agent residues may have a negative reaction on plastic surfaces, leads to its degradation. The concentration of chemical products, the stagnation of substance residues on the surfaces are probably the main factors leading to the deterioration of surfaces. To avoid degradation of the shell it is recommended to respect the contact time and to wipe with a dry cloth and to make sure no liquid residue is left on the device after cleaning. The user manual mentions also to perform daily inspection in order to check the presence of paint chip, impact marks or other damage. To prevent similar incident, it is recommended to respect the cleaning instructions avoiding: prolonged exposure to detergents and disinfectants solutions, high concentrations, prohibited products. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Getinge became aware of an issue with one of surgical lights - powerled 300. It was stated and confirmed with photographic evidence that the headlight had visible cracks on the top cover with missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Initial reporter: (B)(6). Event site name: (B)(6). The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Additional information will be provided following the conclusion of the investigation.

Event description:
Getinge became aware of an issue with one of surgical lights - powerled 300. It was stated and confirmed with photographic evidence that the light had some cracks visible on top and bottom covers and the particles were missing. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.